Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture and perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture and perforation. The patient reported becoming aware of filter fracture within the inferior vena cava (ivc) and perforation of filter strut(s) outside the ivc, approximately five years and four months post implant. The patient also reported mental anguish related to the filter. According to the medical records the patient had a history acute lower gastrointestinal (gi) bleeding. Impressions from unspecified images, prior to implant, noted recent reduction of colostomy, evacuation of a left anterior wall hematoma and 4 cm fluid collection developed within the midline laparotomy incision. The reason listed for the implant was bleeding. The filter was placed via the right internal jugular vein and deployed into the infrarenal area of the ivc. Additional iodinated contrast was injected, and more digital images were obtained to confirm the proper intraluminal position of the device. The sheath was removed. Hemostasis was achieved to the right neck puncture site. There were no complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of rectal bleeding, acute lower gastrointestinal (gi) bleeding, and unspecified gi hemorrhage. Impressions before implantation reveal recent reduction of colostomy, recent evacuation of a left anterior wall hematoma and 4 cm fluid collection developed within the midline laparotomy incision. Under ultrasound guidance, access was made into the right internal jugular vein using the micropuncture technique. The micropuncture catheter was exchanged for the ivc filter delivery sheath. The sheath was advanced through the right atrium and into the inferior vena cava (ivc). Iodinated contrast was injected into the ivc and digital images were obtained. (The caval diameter was measured at less than 28 mm.)the filter was then deployed into the infrarenal area of the inferior vena cava. Additional iodinated contrast was injected and more digital images were obtained to confirm the proper intraluminal position of the device. The sheath was removed. Hemostasis was achieved to the right neck puncture site. There were no complications additional information received per the patient profile form (ppf) states that the patient experienced fractured within the inferior vena cava (ivc) and perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events approximately five years and four months after the index procedure. The patient continues to experience psychological injury/mental anguish related to the filter.